Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to wiggle the usb cable while inserted into the pump usb port in order for the pump to charge successfully. The customer's blood glucose (bg) level was 249 mg/dl. Reportedly, the customer reverted to mdi for alternate insulin therapy.